Manufacturer narrative:
Method: the devices were received for an evaluation. The evaluation of the pumps is anticipated, but not yet begun. A visual inspection was performed, and clarification has been requested from the customer, as the sample that were received were partially full. A review of the device history record (DHR) was conducted for the reported lot number. Results: evaluation and investigation results will be provided once they are completed. Per the DHR review there were no reworks, special conditions, or related nonconformances reports (ncrs) for this reported lot number. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: our investigation and evaluation is currently in progress, once completed, a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Fill volume: 240 ml. Flow rate: 5 ml/hr. Procedure: total knee replacement. Cathplace: femoral nerve catheter. Report 1 of 2. Pump 1 it was reported that at least two pumps were emptying faster than anticipated. These pumps were used to deliver local anesthetic infusion to postoperative patients. The complainant tested these 2 pumps after removal from the patient's and found that they were delivering around 7ml/hr and 7.5 ml/hr instead of the quoted 5 ml/hr. It was reported that the pumps started at 11:45 and 13:15 and the infusion ended approximately 24-36 hours after. No reported patient consequence.